Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC line inserted by consultant anaesthetist on subsequent investigation for CT -radiologist noticed that all thorax vessels were not as enhanced as expected and there was suspicion that PICC was not functioning properly so it was removed. On close examination of PICC was found to have a hole in the midline. No harm to patient or healthcare professional.